Event description:
A malfunction was reported on the pump by the caller, who stated no notable events had occurred prior. The customer declined to answer about any potential impact on blood glucose level, rendering that information unavailable. Technical support provided information for resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs.